Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but was unavailable: was the needle piece removed from the patient during the same procedure? No further information is available. What tissue/location was suturing when pull off occurred? No further information is available. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? No further information is available. Lot number? No further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, the suture had been detached from the needle. It was not a control release needle.. There were no patient consequences reported. Additional information was requested.